Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed driveline fault events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. Review of the submitted log file confirmed 64 driveline faults recorded throughout the log file. The observed events occurred while the device was operating on battery power and the power module. There were no other unusual events recorded throughout the log file. The pump operated above the low speed limit for the duration of the log file. Multiple requests for additional information were sent to the customer however, no response has been received at this time. No further issues related to this event have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2014, on order (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-03797. It was reported that the patient was seen in clinic for multiple driveline fault alarms on lvad interrogation. The patient denies hearing any alarms and has no active alarms on his controller, no yellow wrench illuminated. Last driveline fault alarm on alarm history was from (B)(6) 2020. The patient did have a driveline repair in (B)(6) 2019. The software is v 7.29. A log file review was requested. The event log captured multiple driveline fault alarms throughout the log. Upon analysis and comparing data from log file sent in from (B)(6) 2020 (cs-130506), phase b is continuing to have a short causing the driveline fault alarms but at this time its not completely fractured. The driveline fault alarms will not appear on v7.29 controller and will only be seen on the system monitor. Otherwise, there were no unusual events seen within the log file. The vad is functioning as intended.